Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cautery pencil electrode tip ignited.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy (tah), with generator used settings cut 60 coagulation 40. The end of tissue handle touched with cautery tip which flame ensued (flame looked like a lit match) which then went out right away on its own. Small amount of eschar-not unusual and tissue injury noted on patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy (tah), with generator used settings cut 60 coagulation 40. The end of tissue handle touched with cautery tip which flame ensued (flame looked like a lit match) which then went out right away on its own. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received, and a visual inspection and functional test were performed. A DHR review was completed. There were no manufacturing issues related to the complaint for this lot number. Inspection of the device resulted in noting that the pins on the plug may have some burn residue. The coating on the top of the electrode looked damaged. The device passed the following tests: electrode resistance, cut switch and coag switch resistance, generator function, nozzle extend / retract, and electrode extend / retract. No adapter was provided. The device as received met the specifications and passed functional testing but not the visual inspection. This complaint will be considered as unconfirmed for component malfunction. If information is provided in the future, a supplemental report will be issued.